Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer's report. However, the device was put through extensive testing including bench handling, power cycling, and fuctional stress testing without duplicating the report. The main baord was replaced as a precaution. The customer declined the repair and the device will be scrapped at zoll per the customer's agreement. Analysis of reports of this type has not identified an increase in trend.